Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence due to device stopped working. The physician explained that the patient could not use his device properly. Patient was also receiving more prostate cancer treatment while device was already implanted. A surgical procedure was performed during which the existing aus was removed and replaced with a new one. No further patient complications were reported.